Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The service team worked with the customer and care everywhere and determined that processes were being run that overloaded the main server and there was not enough resources allocated to each server to be able to handle such an overload, resulting in the system error 222 on the pump. Care everywhwere and the baxter service team are working with the customer toward a resolution. The device was not determined to be the cause of the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed an error sharp watchdog timeout system error code 222 (kwikpeg task starved) during a levophed (norepinephrine) infusion in the intensive care unit. The patient experienced "a dip" in blood pressure. The pump was switched and the patient's blood pressure stabilized. No additional information is available.